Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) in (B)(6) reported a diagnosis of conjunctivitis in the left eye (os) while wearing acuvue® 2® define¿ brand contact lenses on (B)(6) 2019. The pt was prescribed ganciclovir eye drop and ofloxacin eye drops, 1 drop, 6 times a day. The pt was unable to provide any additional medical information. On 15apr2019, a call was placed to the pt to obtain additional medical information. The pt refused to provide the medical report. No further information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect os cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3631580104 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.